Manufacturer narrative:
On 5/29/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5921108, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected deflation, however, the implant was intact upon removal. Concomitant products: a saline mentor smooth round moderate plus profile 325cc, catalog number 3502375, serial number (B)(4), lot number 5920524. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 325cc and experienced right breast implant deflation. As a result, the patient had undergone removal on (B)(6) 2019. Upon removal it was discovered that the implant was intact.